Event description:
The customer reported that the device had an ECG error with an associated opcheck problem. It is not yet clear whether the issue was pads ECG or leads ECG issue. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.